Event description:
It was reported while using bd gem 20dp v/nv 1.2mf dehp free leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: tubing was primed and connected to patient. Later it was found to be leaking under the blue part at the top where it is loaded into the pump, where the tubing and blue section connect.

Manufacturer narrative:
A complaint of leakage from the top of the pumping segment was received from the customer. A sample was returned for investigation. Through visual inspection, no damages or defects were seen. The set was then primed, and the customer complaint was confirmed. There was a small hole on the top of the pumping segment that was leaking. A device history record review for model 2202-0007 lot number 21085696 was performed. The search showed that a total of 19,203 units in 1 lot number were built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. The root cause was determined to be an error in loading the tubing segment. If the pumping segment is not loaded from the top down, tears can be created like the one seen in the complaint, causing leakage. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.